Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that a low flow alarm was observed when reviewing the system controller device history. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed total loss of power to the system controller on (B)(6) 2017, resulting in pump stoppage. Pump function resumed when the device was appropriately connected to charged power sources.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. Multiple requests for additional information were made; however, no further information was provided. The report of a pump stop was confirmed based on the evaluation of the submitted log file. The log file captured a pump stop event where it appeared that both power cables were disconnected. This event caused the system controller clock to reset and the low flow alarm to be flagged. Power was restored to the pump and no other low flow or pump stop issues were noted in the log file. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.